Event description:
The initial reporter stated they received discrepant ise results for 14 patient samples tested on the cobas 6000 c 501 analyzer. Results from the following tests were affected: na electrode, k electrode, and cl electrode. The customer reported they received ise noise errors on the analyzer. Refer to the attachment for all patient data. Some samples were repeated on the same analyzer, with some of these repeats performed after re-calibration. The samples were reportedly repeated on a second analyzer and these values were deemed correct.

Manufacturer narrative:
The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided. Calibration errors were present on the calibration performed on the day of the event. Upon review of the alarm trace, a water bath level sensor alarm, a calibration alarm, and an ise noise alarm were observed. The field service engineer found air in the ise path during checks. The sipper nozzle was found to be degraded, other nozzles were dirty, and the high concentration waste path was possibly dirty. The ise electrodes were dried and re-seated, the sipper nozzle was replaced, the ise pathway was conditioned, the waste path was cleaned, and the internal standard nozzle was cleaned. The customer ran calibration and the controls passed. The investigation determined the service actions resolved the issue.